Manufacturer narrative:
A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient woke up and stated that his needle was disconnected from the port and went to the emergency room. The ER disengaged the needle and kept the pump and line in yellow bin with the lid on but did not stop the pump. When opened, the bin that contained the pump was soaked. No patient injury was reported.

Manufacturer narrative:
, Corrected data: please disregard the initial report submitted with the MFR: 3012307300-2022-15769. The report was submitted in error.